Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a wire sticking out of the incision. The physician removed the ipg, irrigated the wound, and reimplanted the ipg. The physician treated the patient with IV vancomycin and oral augmentin. The patient had developed an infection and was explanted. The physician does not believe that the infection was device related. The patient is reportedly doing well.